Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone granuloma.

Event description:
Further reported was "silicone granuloma". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and wrinkling.

Event description:
Patient reported " experiencing pain under armpit and can feel rippling" in addition patient has advised implant is leaking. Device remains implanted. This relates to the left side.